Event description:
Segments were missing on the lifescan meter. The facility has had the meter since 01/2005 and it was a replacement meter. About three months later at 7:00am, a patient's blood glucose test was taken and the meter displayed a 1.9 mmol/l reading. The patient did not experience any symptoms at the time of the call. The patient's blood glucose test was not retested as per protocol by the facility. The patient was treated based on the meter reading. The patient was treated with kits and crackers, peanut butter and juice. The patient's blood glucose test was not tested till nine hours later and the patient received an 8.3 mmol/l. The patient's blood glucose was tested on another device. Since the subject meter was taken out of circulation due to missing segments. Subject meter was reported segments missing at 11:00am when the meter was tested on another patient. Reported mentioned that sometimes the 2nd digit looks like a 3 not an 8; howeverwhen the reporter jiffles the test strip holder and all segments appear. Reporter is not aware of any trauma on the meter. Meter readings matched the patient's treatment. This case howeverm is being reported as a malfunction, since segments were missing.